Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced a hypoglycemia episode requiring medical attention. At approximately 8 am, her blood glucose (bg) dropped to 40 mg/dl, with fingerstick readings as low as 31 mg/dl. Despite receiving over 8 oz of orange juice, glucose tablets, and candy from her caregiver, her condition worsened, and she lost consciousness. An ambulance was called, and she was taken to the ER while wearing the pod on her leg for 36-48 hours. The patient was fed at the hospital, but the caregiver could not recall any additional treatment that may have been provided. The pod was removed at the hospital, and the patient was discharged around 4 pm the same day. At a follow-up appointment the following monday, her doctor discovered that the controller was incorrectly set to deliver 12 units/hour of basal insulin instead of the intended 1.2 units/hour, indicating a likely programming error that may have contributed to the hypoglycemia incident.

Manufacturer narrative:
The case description mentions that the user experienced hypoglycemia while using the system and that the programmed basal rate setting was incorrect as the controller was giving 12u insulin per hour, instead of 1.2u per hour. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files showed no evidence of an over delivery of insulin. The patient history buffer (phb) data showed that the automated glucose control (agc) algorithm was able to appropriately adapt the suggested insulin based on estimated glucose values (egv) and user inputs. The algorithm was found to suspend insulin suggestions while egvs were below 60 mg/dl and only suggested insulin while egvs were below 75 mg/dl when a sharp increase in egvs was predicted. This is expected behaviour of the system. The phb data showed that the system was in open loop for the most part of the day of occurrence especially when the user experienced the low blood glucose levels and, thus, the system was administering the basal insulin at that time. The basal rate set by the user could not be confirmed from the engineering logs as the data from the day of occurrence were overwritten due to continued usage. From the phb files it could be confirmed that the basal rate set by the user was 1u and 1.2u per hour. The system was found to function as intended.